Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used during a balloon implantation endoscopy procedure performed on (B)(6) 2025. According to the complainant, after the procedure, it was reported that the orbera balloon was leaking blue fluid in the stomach. After a few days, the patient reported not feeling any different when eating meals. On (B)(6) 2025, the physician performed a gastroscopy procedure, and it was verified that the balloon was deflated. The balloon was removed during the procedure without any complications. There was no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.